Event description:
Provider states the bracket will not hold the legrest. Provider was advised the seating system and the legrest did not ship from invacare on the base. Provider did not know model of the legrest. Provider disconnected. The caller has no further information to provide.